Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to h6: added in type of investigation field code 4109 - historical data analysis and changed investigation conclusion code from 4315 - cause not established to 67 - no problem detected.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor tested positive for an unexpected contamination. The issue was found during the leak detection process which was carried out without installing a scope on the washer. The accumulated water was sampled and cultured resulting in the detection of acid-fast bacteria. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.